Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. Decrease in fiber vaporization efficiency at 389402 joules. The procedure was completed with a second fiber . The outcome was reported as "no injury to patient".